Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 10 days after the dental implant was installed in intraoral region #12, it was verified its non- osseointegration. Twenty (20) ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.